Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6028560. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode. (B)(4).

Event description:
It was reported that after inserting the IV, the needle of the 24 g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system failed to function properly and left the needle exposed.